Manufacturer narrative:
Additional procode: dro. The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The auxiliary connector harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed self test for defib and pacer function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.